Event description:
New information states that the pulse generator was explanted, the patient condition was good post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow up, the pulse generator could not be interrogated. The device remained implanted, no additional information was available.